Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus touch pen was not calibrated with the programmer screen, the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the arrow jumps about 2 inches at the top of the overlay when the stylus was lifted from the overlay, the stylus was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus touch pen was not calibrated with the arrow on the programmer's display screen. Recalibration was tried several times without resolution. User was advised that the issue was with the grid in the screen. The programmer was returned for service. It was indicated that there was no patient involvement associated this event.